Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Problem is not the fit, that's ok. Problem is the protector is falling apart with only around 50% usage during the first month. Don't see how both of them would last close to six months. Thanks.